Manufacturer narrative:
As no lot number was provided, a review of the device history records was not possible. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that when the dressing was removed, the patient had blisters where the dressing had been. Probable root causes include allergic reaction by the patient to one of the components of the dressing, an existing skin disorder or incorrect application or removal of the dressing. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings. The user risk assessment for the device provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, after procedure, blistering appeared under the pico dressing of a patient, mostly in the area of the securing strips. It is unknown how was the procedure completed and if there was a delay. No other complications were reported.